Event description:
The pt reported, she has been unable to charge for two weeks. The pt was sent a new charger. However, the new charger did not resolve the issue. The sjm cs discussed replacing the ipg with the physician and pt. Reportedly, the pt's physician plans to replace the ipg at a later date.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.